Event description:
It was reported that the insulin gauge was inaccurate. Reportedlly customer reused a cartridge. Blood glucose was not impacted. Reportedly, the customer continued using the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen.